Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. A second mitraclip was then successfully placed, after deployment a single leaflet detachment (slda) occurred and the clip was no longer attached to the posterior leaflet. A third mitraclip was then implanted to stabilize the second clip. The final mr was grade 4+. There were no clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.